Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since bd was unable to duplicate or reproduce your indicated failure mode because no sample has been provided, and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. Considering available information ¿the needle could not stand the pressure and the needle would come loose from the syringe¿ bd understands a defective hub connection issue took place. Based on our experience, this issue could be because of a defective connectivity due to a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. On the other hand, we are certain that the probability of having some damaged needle causing detached in our product is very low based on the preventive measures, and our sampling inspection plan. Investigation conclusion: bd was unable to duplicate or reproduce your indicated failure mode because no sample has been provided. Root cause description: not possible to determine.

Event description:
It was reported that connectivity issues were found during use with a needle 30ga 1/2in. The following information was provided by the initial reporter, "the needle could not stand the pressure and the needle would come loose from the syringe."